Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinic reported receiving alerts last week for some nst episodes and some oversensing and double-counting was noted. Brought patient in yesterday and cxr reveals ICD lead is dislodged. It is reported that this occurred on (B)(6) 2024 during an interventional radiology procedure for a liver biopsy. Patient was fitted with life vest and is scheduled for lead revision/replacement. Lead currently remains implanted. Should additional information be received, this file will be updated.